Event description:
The pt successfully had an archstent ostial system (dekra ce mark no. (B)(4)) implanted in their right renal artery in (B)(6) 2012. During routine f/u in (B)(6) 2013, the physician noted that some of the stent struts had fractured and that the artery had experienced restenosis. The physician treated the restenosis by dilating it with a balloon dilatation catheter (unk make) and implanting a drug eluting stent (unk make) inside of the archstent.

Manufacturer narrative:
Device was not returned by the user facility so no investigation of the device in question was possible. Review of the mfg documentation was performed and no issues were noted that would have contributed to the stent fracture or restenosis. The instructions for use for the product was reviewed and it was verified that stent fracture and restenosis are listed as potential complications. Based off of the available info, the root cause of the reported event could not be determined. The device in question was marketed under dekra ce mark no. (B)(4) with an intended use in providing permanent structural support of atherosclerotic stenosis at renal aorto-ostial junctions.